Manufacturer narrative:
The unit received pump error 38 during rewind. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-test or verify pump error 43, 41 due to the pump error 38. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple 38 alarm on 09/23/2025 12:17:58.000, 09/23/2025 12:24:05.000, 09/23/2025 13:08:24.000, 09/23/2025 13:09:33, pump error 41 on 09/23/2025 12:09:00.000, 09/23/2025 12:29:58.000, 09/23/2025 12:59:07.000, 09/23/2025 13:12:27, and pump error 43 on 09/23/2025 13:08:23.000, 09/23/2025 13:09:47.000, 09/23/2025 13:12:38.000. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly. However, found corroded motor home switch during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), label damage. Pump error 38 during testing and pump error 38, 41, 43 in the pump history due to corroded motor home switch and cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced main unit was cracked, pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed.), pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor.), pump error 41 (motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period.). The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1882 was requested and customer response was the device will be returned.